Event description:
It was reported that during a cholecystectomy procedure, the device was burnt heavily. When the surgeon checked the device, the tissue pad had fallen out. It didn't fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.